Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that confirmed the following information. During the index procedure the physician relined the possible type iii endoleak with another endurant limb, the type iii endoleak was resolved. In addition, the physician did not state the cause for the type iii endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a 100 mm diameter ruptured abdominal aortic aneurysm. It was reported that during the index procedure an angiogram revealed a possible type iii fabric endoleak arising from the endurant ii contralateral stent graft limb. Per the physician the cause of the endoleak was unknown. The patient expired on the date of the procedure. Per the physician the cause of death was due to complications from the ruptured abdominal aortic aneurysm.